Manufacturer narrative:
The pump passed the sleep current measurement, active current measurement and self-test. No alarms or alerts noted during testing. Successfully downloaded the trace and history files using thus. The power management graph confirmed abnormal unloaded voltage (ul vlith) and loaded voltage (loaded vlith). Pump trace download analysis confirmed the pump alarmed low battery alert on (B)(6) 2024 09:28:00.000. These alerts are expected and occur during normal pump operation. Found moisture damage to the pcb1 board during visual inspection. No moisture damage noted to the motor assembly per visual inspection. The following were noted during visual inspection: moisture damage to electronic assemblies, corroded battery tube, scratched case, cracked case above the arrow and battery cap icon, cracked keypad overlay, stained keypad overlay, cracked retainer, and pillowing keypad overlay, the p-cap/reservoir does lock properly. No low battery alerts or power loss alarms noted during analysis. However, confirmed moisture damage to the pcb1 board during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced power loss alarm. The customer reported no adverse event. The event involved product(s) mmt-1780kpk. Troubleshooting was performed and the customer was able to clear alarm and complete the rewind process and the pump was recently stored or without a battery for more than 10 minutes. No harm requiring medical intervention was reported. No product return is required for mmt-1780kpk.